Event description:
It was reported that the patient presented in clinic for an initial implant of a right ventricular leadless pacemaker (rvlp). It was noted that the initial rvlp dislodged post tether mode and embolized. This rvlp was successfully retrieved and removed from the body. A second rvlp was introduced which also dislodged post tether mode and embolized, which led to loss of capture. The second rvlp was successfully retrieved and removed from the body where it was noted the helix was stretched. The physician elected to implant the initial rvlp again, this time in a different position which proved to be successful. The patient was stable throughout the procedure.